Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
After intraocular lenses (iol) were implanted bilaterally, the patient reported difficulty reading due to glare. The patient also had yag lasers performed bilaterally and is being evaluated for possibly having mears-irlen syndrome/scotopic sensitivity syndrome. Additional information was requested. There are two medical device reports associated with this patient. This report is for the left eye.